Manufacturer narrative:
There are no previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 5, post-rework -1. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/23/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The requested hexfile did not change the calibration of the flow rate offset as it was -4 before the request. This would indicate that there was no failure found during third party servicing. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).